Event description:
Additional information was received from the rep. It was reported that the patient had a lead revision on (B)(6), the issue has been resolved. The patient is getting good stimulation and is doing fine.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Information was received from a patient (pt) regarding an external device. During the call the manufacturer's patient services specialist (pss) walked pt through removing the battery pack and plugging controller into the ac power supply cord; pt confirmed controller powered on. Pt got the settings not available message. Pt inserted the battery pack and confirmed controller was at 90% and implant was at 60%. Pt then connected the recharger cord and confirmed recharging excellent. Pt stated it never took this long to charge their implant. Ps advised the pt to continue charging their implant and to call back if the issue persisted. The troubleshooting steps that were taken on the call resolved the issue. No new information was received regarding this event. Pt called back and stated the device was charging but pt felt no stim. Stim was working this morning and all of a sudden stopped. Ins is at 70%. Pss had pt use the controller on the call. Pt was in group b. Pt confirmed stim was on. But pt did not feel it. When trying to increase pt got settings not available. Pt said the controller was replaced and pt was still getting settings not available. Reviewed the meaning of the screen. On the call had pt go to group a and pt got settings not available in group a as well. Pt was redirected to their healthcare provider (hcp). Pt called back stating that the stimulator was working and that they were sent a new controller last week, however yesterday all of a sudden there was a message on the controller saying that stimulation was off and in MRI mode so the controller wasn't working now. The manufacturer's patient services specialist (pss) walked the pt through exiting MRI mode and turning stimulation back on. Pt had selected group a and pt confirmed that group a was highlighted in green. Pt wasn't feeling the stimulation. Pss suggested that the pt try increasing the stimulation and pt stated that settings not available appeared. Pt switched to group b with program 1, however settings not available appeared when trying to increase the stimulation. Pss redirected pt to hcp to further address the issue. Pt was upset that pss could not fix the issue over the phone. Pt stated that they left two messages at hcp's office, however no one had called them back. Pt stated that the ins was off and they were in pain. Pss advised the pt that a message would be sent out to the local manufacturer representatives (reps) requesting contact, however pss did not promise a time-frame on a response. Pt stated that the rep's name was (B)(4), however when the ins was replaced in 2021 there was a different rep there and when they called the rep's number, a message said that the number was restricted so they weren't able to leave the rep a message. Pss re-opened the case to assign case to self and e-mail the reps. Additional information was received from a manufacturer representative (rep). It was reported that they were unable to determine the reason for the high impedances and the oor¿s. Rep called technical services and they made some troubleshooting suggestions, none of which worked. Technical services then told rep that the issue wouldn't be resolved from a programming standpoint. They are scheduling the patient for a lead revision.

Event description:
Information was received from a patient via manufacturer representative (rep) who was implanted with an implantable neurostimulator (ins) for non-malignant pain. Rep reports that the spinal cord stimulator system would not allow the patient (pt) to turn up the stimulation beyond 6ma without getting the oor message. Pt does not feel stimulation at 6 ma. Rep checked impedances and they were all elevated, between 1570 - 6830 ohms. Rep tried reprogramming but was unable to provide program that would provide therapy to the pt without getting the oor message. Rep will discuss the issue with the healthcare provider (hcp).

Manufacturer narrative:
Date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported the patient is scheduled for a revision monday feb 20th.